Event description:
Patient contacted dexcom's foreign distributor on (B)(6) 2010, to report a possible broken sensor wire. Patient had experienced sensor failure prior to initial calibration. No sensor wire was found upon removal of the sensor pod.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.